Event description:
Patient's legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2003. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. There has been no reported revision procedure and no further information has been provided to date.

Event description:
Patient's legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2003. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. Further information obtained indicates that patient underwent a revision procedure on (B)(6) 2011. It is not known which components were removed and replaced.

Manufacturer narrative:
Explanted date - device still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received confirming that a revision procedure took place on (B)(6), 2011. No further event details were provided.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Patient¿s legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2003. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. Further information obtained indicates that patient underwent a revision procedure on (B)(6) 2011. It is not known which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, swelling, loss of range of motion, inflammation, damage to surrounding bone and tissue, metal debris, metal poisoning, lack of mobility, and elevated metal ion levels.